Event description:
Sales rep. Reported that the suture broke. The surgeon removed the sutures with anchors remaining in the patient. The surgeon used another device to successuflly secure fixation. No patient injuries or complications were noted.